Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. There is no evidence to suggest that this is a device related issue.

Event description:
Patient presented for knee revision surgery after irrigation and debridement for treatment of infection. Surgeon decided to revise the tibial insert.